Event description:
Our affiliate is reporting that 3-4 months after a shoulder repair procedure using spiralok anchors, the patient reported sudden, strong pain in the shoulder. To evaluate the reason for the pain, the surgeon performed an arthroscopy in 2006. He discovered fragments of two spiralok anchor heads in the joint, which he removed with no further patient consequences. The cuff was already healed. (Also see associated MDR 1221934-2006-0226).

Manufacturer narrative:
The complete device has not yet been returned by the complaint facility. Also, no batch number was supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. At this point in time, we cannot surmise as to what precipitated the reported failure. When and if the complaint device is received here at depuy mitek, it will be subjected to a failure root cause analysis. If the analysis identifies any definitive root cause, a follow-up report will be filed.